Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2017 and absorbable straps were used. During the procedure, the straps would not fixate the mesh. It is unknown how the procedure was completed. There were no adverse patient consequences reported.